Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a surgical procedure to have their artificial urinary sphincter (aus) reservoir replaced due to an unspecified issue. There were no patient complications.